Event description:
Received the following info from the facility: the operation was a sampling thin skin graft on the internal right thigh. At the beginning of the operation, there was deep injury which was sutured with "mechanic" staples. They indicated healing by first intention.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.